Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 3 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2016 the patient had a rash and purulent drainage at the lower most portion of the sternotomy incision from the initial implant. A CT scan of the chest was performed and the patient was taken to the or for an incision and drainage of the area. It was reported that a 2 cm opening on the sternotomy incision was communicating with the lvad pocket. The pump pocket was found to be infected with purulent material around the lvad. The lvad pocket was drained, debrided and irrigated. A wound vac was placed. The patient was treated with meropenem, micafungin, zosyn and vancomycin. The patient requested to have care withdrawn the following day. The pump was turned off and the patient expired on (B)(6) 2016.

Manufacturer narrative:
A direct correlation between the device and the patient¿s outcome could not be conclusively determined. The pump was returned and evaluated. Examination of the pump found hard, grainy depositions in the inlet tube, around the body of the rotor, on the interior surface of the blood tube, occluding the outlet stator and extending through the outflow elbow and outflow graft. All of the observed depositions appeared to be affected by the application of a fixative; however, the original characteristics of the deposition could not be conclusively determined. The depositions appeared unstructured and could have potentially resulted due to an interruption in flow through the pump; however, a specific cause for the development of the observed depositions could not be conclusively determined. A duration in which they were present in the pump and a direct relation to the reported event could not be determined. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. The instructions for use lists device thrombosis and pocket infection as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.